Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6), 2026. The patient's blood glucose levels declined to 31 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include visual disturbances and cognitive changes. The patient also described communication issues and inaccurate readings from the dexcom g7 continuous glucose monitor, with blood glucose values fluctuating between 31 mg/dl and 569 mg/dl. The patient was treated by a medical professional with a 1 mg/ml glucagon injection and was discharged after 30 minutes.